Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown mg/dl. The customer was explained the no delivery and possible causes of the alarm. The customer was the recurring no delivery alarms may be due to site, set or reservoir. The customer stated that they tried all remedies. The customer was advised the pump will need to be replaced. The customer was advised to retrieve and save pump settings and revert to a backup plan.